Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report. (B)(4).

Event description:
Per the clinic, the patient developed infection at abutment site (B)(6) 2016, and subsequently was treated with oral antibiotics and a topical cream. The implanted device remains.